Manufacturer narrative:
The consumer is a male in his mid (B)(6). The dealer stated that the small black clip broke off the rollator so that if the consumer sat and leaned back the back would pop off. The consumer has been using the product since (B)(6) 2011. The dealer has received the replacement part on a warranty order #(B)(4). No RMA has been issued and no injury was alleged.

Event description:
Customer alleged back piece broke off. Warranty order #(B)(4). No injury alleged.